Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following was received: please provide product code please provide lot number is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The product code for this pc is psee60a(stapler) with a gst60w(reload). The lot # is unknown. Have contacted the physician for answers to the additional questions asked and am awaiting his response on the status of the patient and was there any patient consequence additional information this is an analysis of a video submitted to ethicon endo surgery for evaluation. Upon visual inspection of the video, a device with closed jaws were observed inside of the body cavity. Based on the video the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this product issue discussed on twitter this morning. Https://twitter.com/doctorsotelo/status/1536811407282360320?s=10&t=neegrqthzcr2jhmrvqpzng. Intraop endostapler malfunction occurs 0.022% - 2.3%. This video demonstrates a stapler with improper firing across the renal vein and inability to open. Always place the stapler a few mm distal to the ivc, in order to safely place weck clips if required.

Manufacturer narrative:
(B)(4) date sent: 9/29/2022 upon review it was identified that this is a duplicate report of manufacturing report number 3005075853-2022-045362. Moving forward all additional information will be filed under 3005075853-2022-04487. Additional information: this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the video, a device with closed jaws was observed inside of the body cavity. The device appear to be with some difficulties to open the jaws during the fired attempt. Some ties were applied to release the device from the cavity and at the moment to cut the tissue, significant bleeding was noted. Based on the video the event described is confirmed, however no conclusion or root cause could be determined.